Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 12. On (B)(6) 2020, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.